Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superior cerebellar artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 24 atmospheres, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no complications reported and patient was in good condition post procedure.